Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -4.50 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved.

Manufacturer narrative:
Claim# (B)(4).